Event description:
As reported, during a left femoral hernia tapp procedure, capsure fixation device deployed a broken (damaged) fastener. It was reported that no problem occurred during four shots into the soft tissue but fifth shot into cooper's ligament caused some sideways movement. When the main unit was released after the riveting, the fastener head came off the fastener and fell into the abdominal cavity. It was also reported, no problem occurred after re-driving the fastener. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed a broken fastener. Based on the information provided the most probable cause for the reported fastener break is the result of forces applied in use while firing into an underlying hard structure. However, without having the sample to evaluate, no definitive conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device states, "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.